Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the rf head connector on the link electronic module (lem) circuit board was loose. It was also noted that the latch tab was broken off of the cord door, the left keyboard hinge was broken, and the keyboard was pulling apart.

Event description:
It was reported that the programmer had intermittent interrogation. A new wand was tried, but the issue remained. The programmer has been returned for repair. No patient complications have been reported as a result of this event.